Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was having leakage but it wasn't leakage, it was a ¿pour out¿. The patient was wearing 3 pads at a time and they poured through them. The leakage was getting bad, but got worse after the patient had botox; the patient had botox for their bladder 2 weeks ago. It was noted that during the botox appointment, the patient told the doctor that the device ¿wasn't working¿ but the doctor did not check the device. The patient did not know when the leakage started getting bad, but it got worse after they had botox. It was noted that the patient turned stimulation up to 2.4 about 3 weeks ago and that the patient had not felt stimulation in a while, but also felt a very tiny bit at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient would be going to see their health care physician (hcp) on (B)(6) 2018. The patient noted the change was in the device and that they still did not feel the stimulation as they felt the first two years it was working. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's symptoms returned in october of (B)(6) 2017. Patient had botox in (B)(6) of 2017 and that's when symptoms got worse. Patient also reported that back in (B)(6) or (B)(6) patient felt 2.8 was too strong so patient decreased stim. The morning of the call, patient coffee and tea and urine was going down the leg. Patient reported having access to pp, it showed stim was on and patient was on program 3 at 2.5v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated they went to have their device adjusted on tuesday and they put them on a different program. Patient stated it was horrible and when they drink, they had no control. Patient stated it runs out of them like a spikket. Patient stated they went through 8 pads a day two at a time. Patient stated they were so depressed over this. Patient stated the therapy was working good at first when they had it on 2. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. While on the call patient increased stimulation on program 2 from 1.8v to 2.2v. It was noted that patient was feeling stimulation at their bottom towards the left side. It was reviewed that patient would want to be feeling stimulation in the bike seat area. The patient services specialist (pss) attempted to show the patient how to switch programs as well but patient stated they just wanted to keep it there and monitor things, further stating they would call back if they needed help switching programs. It was reviewed that it takes time for the body to respond to therapy and therapy expectations were reviewed to be at 50% reduction in symptoms. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Caller stated that her first ins wasn't working very well and was running down her legs so her hcp replaced the device and put the ins on the other side of her body. Caller stated that the device worked for a long time, until it didn't. Caller stated that this issue occurred a long time ago, so she couldn't provide any other details to this event. No further complications were reported.